Event description:
The pt was shocked three times with the zoll m-series defibrillator. During each shock the electrocardiogram wave-form would not recover in an ample amount of time to progress with the treatment. The unit had to be shut off and turned back on after each shock in order to recover the electrocardiogram info completely. After the third shock, the display screen failed and went completelty black. The recorder continued to operate but was disconnected so another defibrillator (physiocontrol lp10) was connected. The last shock was administered with the physio control defibrillator.